Event description:
Bone broken during implantation.

Manufacturer narrative:
Technical discussion between the manufacturer and the surgeon determined that a bad implant size choice for the indication conduction to bone breakage. The root cause of the event is user error. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.